Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.

Event description:
Surgeon reported that a large ti sternal locking h-plate for an open reduction internal fixation with plate and bone graft of manubrium broke postoperatively. After coughing, patient felt pain and the plate moving around. A follow up visit and an x-ray revealed plate breakage. The plate broke in half and the sternum separated. Plate fractured at pin/link junction. Surgeon removed hardware and revised with 2 and 3 hole plates.